Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and historical performance of architect stat troponin-I reagent lot 72983un20. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 72983un20 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 72983un20 are within the established limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I reagent, lot 72983un20.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I result for one patient. The results provided were: initial troponin-I result=0.47 ng/ml / repeated=0.02 ng/ml / redraw and repeated=0.02 ng/ml laboratory reference range=0.0 to 0.2 ng/ml there was no reported impact to patient management.